Event description:
It was reported that patient underwent a hip procedure in 2005. In 2008, while going upstairs, the patient experienced pain and limitation in walking. Subsequently, revision procedure was performed four days later. During revision procedure, ceramic modular head component was removed due to fracture.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Device was not returned to manufacturer, biomet. Device was returned to u.s. Agent (biomet, inc.) For evaluation on 08/22/2008, however evaluation was inconclusive. The device was forwarded to supplier on behalf of biomet and upon receipt of evaluation results or additional information, a follow-up report will be filed. The cause of the returned device could not be determined.